Manufacturer narrative:
User reported an event where the cgm showed results tha are different from the glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. The sensor was re-linked and additional monitoring of the system occurred. Based on the review of the system, the system was stable and the calibrations entered after the sensor re-link fit sensor glucose trends well. User was advised to continue using the system and to calibrate as requested.

Event description:
On 14 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.